Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 3550-39 lot# n311906, implanted: 2012 (B)(6); product type accessory. (B)(4).

Event description:
It was reported that a loss of stimulation/therapeutic effect occurred. This resulted in an explant of the device. It was noted that the patient was not getting good therapy but also needed an MRI. The system was fully explanted without issue. The patient was recovering without issue at the date of report. There were no patient symptoms or complications associated with the event. The patient status at time of report was ¿alive- no injury.¿

Event description:
Additional information received reported that the cause of the event was unknown. It was noted that the issue was resolved by removing the stimulator. It was further noted that no intervention was needed. It was noted that the patient did not have new symptoms since the surgery, but still had on-going back pain.